Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow-up, the device could not be interrogated with the programmer. Further, interrogation was tried using the telemetry wand without any success. A magnet was placed on the device to check if it could be interrogated. The device was able to be interrogated with telemetry wand and magnet. No patient symptoms were reported.